Manufacturer narrative:
Customer indicated that they used auto validation which flagged the conflicting results. Customer reported that they reran both samples individually and sample ID numbers read correctly for both samples. Correct results were reported to the physician. The cause for the erroneous reading of the two barcoded samples is unknown.

Event description:
Customer reported that instrument printout erroneously displayed the same sample ID on two different patient sample results that were run back to back on the instrument. The sample ID from the second sample tube was matched with both samples but the test results were different. Each sample tube had its own barcode label and were scanned by the instrument. There was no report of injury due to this event.